Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon used a one handed tensioner and over-tensioned the cable until it frayed. The surgeon then used another cable and too much tension was applied resulting in another frayed cable. The procedure was then completed using a new implant. Surgical delay of five minutes was reported. This report is for one (1) 1.0mm cable with crimp 750mm-sterile. This is report 2 of 2 for (B)(4).